Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a high blood glucose of 23.9 mmol/l. The customer felt sick, nauseous, and was vomiting. It was stated that the customer received a no delivery alarms a few weeks prior to the event. It was also stated that the customer experienced a blank display recently when trying to deliver a bolus. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer was in the hospital at the time of the report, and did not have a tubing clamp. The customer requested a replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Unit was received with cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.